Manufacturer narrative:
This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, e initial reporter, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited an increase in power consumption around 480%. There was no error code recorded. Technical services (ts) reviewed the device memory confirmed that the power increased significantly in august 2025 to around 242uw. The power was stable at this higher level and there have been no changes to impedance measurements. Ts recommended device replacement. This device remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted and successfully replaced. No additional patient adverse effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited an increase in power consumption around 480%. There was no error code recorded. Technical services (ts) reviewed the device memory confirmed that the power increased significantly in (B)(6) 2025 to around 242uw. The power was stable at this higher level and there have been no changes to impedance measurements. Ts recommended device replacement. This device remains in service. No adverse patient effects were reported.